Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that configuration was set up incorrectly for the image transfer.

Manufacturer narrative:
No patient weight was received. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred pre-operatively and delayed the surgery by less than one hour. It was reported that there were intermittent problems with the importation of patient images from the electronic picture archiving and communication systems (pacs) via dicomqr software to be used in the ent software. The site reported that when they tried to import patient images, the import process would send an error in the middle of the importation. The importation process was occasionally successful. In both situations, the images would show correctly in the ent software, but appear without images in some cases. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Manufacturing date was received.

Manufacturer narrative:
A software analysis was initiated but could not determine the cause of the event due to the issue being unable to be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system passed all functional testing and visual inspection. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred preoperatively and delayed the surgery by less than one hour. It was reported that there were intermittent problems with the importation of patient images from the electronic picture archiving and communication systems (pacs) via dicomqr software to be used in the ent software. The site reported that when they tried to import patient images, the import process would send an error in the middle of the importation. The importation process was occasionally successful. In both situations, the images would show correctly in the ent software, but appear without images in some cases. The surgery was completed without navigation and there was no impact on patient outcome.